Event description:
The customer reported "the fiberglass cover became loose and hit patient in the head. The radiation oncology doctor examined the patient, and determined that the patient received a minor bruise from the cover striking the patient's head. There was no treatment for this bruise. The hospital continued with the radiation treatment fields."

Manufacturer narrative:
Varian's investigation revealed that during treatment, the center throat cover (fiberglass cover) is at its longest when the gantry angle is at either 90 degrees or 270 degrees, shadowing over the patient. A loose or incorrect fasten would enable the latching mechanisms to fail, allowing the throat cover to fall onto the patient. The fiberglass cover weighs approximately 17 lbs., the center of the cover is at iso-center and the part of the cover that could hit the patient is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the patient's head. Varian provided a customer technical bulletin to elaborate on how to latch the center throat cover properly. In addition, a design improvement to the latching mechanism was cut-in to mfg in 2006. Since the improvement, no further complaints have been reported on this matter. The fiberglass cover was replaced and reinstalled at this site. No additional follow-up to this MDR is expected.